Manufacturer narrative:
F10. Adverse event problem; health effect - impact code; corrected data: f1905 was inadvertently not coded in the initial MDR.

Event description:
It was reported via clinic notes that the patient reported an exacerbation in seizures frequency over the past 4-5 months and thinks he is having nocturnal seizures as he awakens with confusion and soreness twice weekly. He is also having daytime events at least 4 or 5 times monthly. It was also noted that he has not felt the vns device coming on. When the device was interrogated, the device was seen to be at near end of service and programmed on. The patient's device was replaced due to battery depletion. The patient's replacement surgery facility is a facility that is known to discard products after surgery and is a no return site therefore products have not been received to date. No additional relevant information has been received to date.